Event description:
It was reported that a foreign matter was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified at the nurse station. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 28, 2021 - november 29, 2021. H10: the device was received for evaluation. Visual inspection along with magnification was performed and no foreign matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: lot #: 60334104 (previously submitted as 60334337) correction made to h4: the lot was manufactured between november 26, 2021- november 28, 2021 (previously submitted as the lot was manufactured from november 28, 2021 - november 29, 2021) h10: the device was received for evaluation. Functional testing was performed using tap water and a leak was observed between the spike port tube and the spike port bonding area. The cause of the leak could not be determined, however was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. Should additional relevant information become available, a supplemental report will be submitted.